Event description:
Info rec'd indicates that pump's platen door is bent.

Manufacturer narrative:
Investigation found that pump showed impact bent platen to a side. Platen was replaced to resolve the issue.